Event description:
Customer reported receiving a motor error alarm on the insulin pump a couple of months before the contact. Customer did not recall any significant events leading up to the error alarms. Customer also reported receiving sensor readings that were far off from the blood glucose readings. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the devic may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).